Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a mild decrease in pacing impedance measurements from 1000 ohms to 800 ohms. Insulation damage or micro-dislodgement were suspected. The lead remains in service. No adverse patient effects were reported.